Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012 due to dislodgment and not capturing properly. The physician was dr. (B)(6) at (B)(6) medical center in camden, nj. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).